Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured from december 17, 2020 - december 18, 2020. H10: the actual device was received for evaluation. Visual inspection was performed and revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device. After fill and prime, the blue cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked; leakage was noted within the plastic bottle. This issue was discovered after filling the device. All connections were securely tightened. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.